Manufacturer narrative:
Concomitant medical products: w1tr01 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for right ventricular (rv) lead impedance which resulted in a polarity switch. It was noted low impedance occurred. Follow up concluded that no intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.